Event description:
Information received by medtronic indicated that the insulin pump had fluid in battery compartment. Customer also reported that the screen went black. The home screen did not appear on the display. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged exposed to moisture and blank display found on (B)(6) 2022. The insulin ump passed the displacement test and active current test. The insulin pump failed the sleep current test. The pump failed the self test due to an unexpected pump error 75. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery alerts, alarms, or battery anomalies noted in the pump history and files or during testing. The insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and battery tube threads - cracked. Exposure to moisture was confirmed and found on electrical board 1, electrical board 2, lithium battery, and motor. Blank display was not confirmed during testing. Pump error 75 was confirmed during testing due to moisture damage on the lithium battery. High sleep current was confirmed due to moisture damage on the j6 and j7 connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.